Event description:
It was reported that death occurred. The patient presented with acute myocardial infarction. Coronary angiography revealed a diffused left anterior descending artery. The physician navigated with a 0.014" wire and deployed a 2.50x28mm promus element plus drug eluting stent but the patient could not survive and died on the table.

Manufacturer narrative:
Device is combination product.

Manufacturer narrative:
Device is combination product.

Event description:
It was reported that death occurred. The patient presented with acute myocardial infarction. Coronary angiography revealed a diffused left anterior descending artery. The physician navigated with a 0.014" wire and deployed a 2.50x28mm promus element plus drug eluting stent but the patient could not survive and died on the table.